Event description:
The patient stated that on (B)(6) 2019, the doctor replaced the stage ii implant that had not worked since being replaced in 2015 due to needing a new battery. No further complications were anticipated/reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3093-33, lot# v779636, implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient repeated previously reported information. Since she got ins replaced it has not worked one day since. She has to wear a pad. About a year ago or more she went to another hcp who had 2-3 guys from manufacturer come and check the device out but don't know their names. Patient stated she asked hcp for another rep from manufacturer to check it out. Finally, about 3 months ago, the last guy said the wires were not working properly and need replacement. She went back to the original hcp who got another rep and they decided she needed new leads and told her the leads never worked properly. It was just a couple of weeks ago. Patient called today to report/update that she was scheduled to go to the surgery center on thursday, (B)(6), and they are going to replace the leads. She was not sure if she was getting a new ins. Patient said the surgery will be done by a different health care provider. Additional information received from the patient on june 06, 2019 that the ins was replaced . The rep was unaware of reported issues but sounded like the patient needed replacement which was performed on (B)(6) 2019.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) regarding previously reported information. The patient reported their first interstim implant helped their bowel issues perfectly but when they had their 2nd device implanted it has never been the same. Patient thought the doctor did not put it in right and they have gone back to see managing physician multiple times since but not resolved the issue.

Manufacturer narrative:
Other applicable components are: product ID: 3093-33, lot# v779636, implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: 14-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient reported since her replacement the device has not worked and she recently noticed bruising on ins site on back a couple days ago. The patient stated on the back where implant is has been black and blue for the past week. Additional information reported patient was not happy because she had to call back after being disconnected from a previous call. The patient reported that she had the ins battery replaced, and ever since then, the "icon" (implant) has not been working (patient services believes the patient meant not working to control symptoms, but was unable to confirm since the patient was escalated). The patient noted she doesn't go one day without wearing a pad. The patient also reported that 1-2 weeks ago, she was woken up out of sleep because she was "hurting". The device has never worked. Patient stated that she had the device tested with the healthcare provider and manufacturer representative where they took x-rays. Patient was looking to get the device removed. Additional information was received. Patient stated that an x-ray was performed and nothing looked wrong on the x-ray and it was negative. They also stated that they also met with a manufacturer representative and they did reprogramming and the battery was still good though reprogramming did not make their symptoms better. Patient stated they might want it removed since it has never worked for them but the first implant worked so well. Patient further stated that on certain programs they would get pain at implant site but when they switched programs they do not feel pain anymore. Additional information was received from the patient. The patient called back and repeated already documented information. They had an appointment on (B)(6) and nothing happened at that appointment. The repeated they had spoken with the manufacturer representative about the wires not working and only having 1 year left on the device. The patient stated their managing physician referred them to their primary care physician to get an approval to have the device replaced. They had another appointment on (B)(6) to discuss replacement surgery. Additional information was received from the patient. They reported the implant site was bruised. The had not had any trauma or falls, had not bumped it or anything. They stated it was tender to the touch although not swollen or hot to the t ouch. They also reported they had a bowel blowout. They stated the stimulation had never helped their symptoms since implanted, but they had a bowel blowout and it was messy and huge and it had never happened like that before. They reported this as a sudden change in therapy/symptoms. They reviewed they had issue prior to this call regarding stimulation not helping as well as the manufacturer representative telling them the wires were not working and probably broken. The patient noted they had a new healthcare provider and they were scheduled to see them on (B)(6) 2019. Additional information was received from the patient. They called back to say they called and got an appointment scheduled for friday, (B)(6) 2019. They still also had an appointment scheduled for (B)(6) 2019. No further complications were reported or anticipated.